Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding additional investigation findings code 3243. This is a follow up report to add this additional code. Device received for this event is being corrected from tidesign 3.5/4.0 - ø 5.5, 20' catalog # 24292 to abutm. Screw des. 3.5/4.0 m1.6 catalog # 24449. This is a follow up report for this corrected information. Correcting UDI # from (B)(4). This is a follow up report for this corrected information. Removing component code 568 that was initially reported, this is a follow up report for this information.